Event description:
It was reported that the device's internal plate broke. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which an internal plate was ordered. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal plate, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.